Event description:
Reportedly a pt was in the hosp receiving pain medication via pca pump following "an invasive procedure." This pt "moved the pca insertion site up one injection site on the set. Entered the tubing with a 30cc syringe and popped the syringe out of the drive mechanism using pressure." The pump alarmed for a dislodged syringe. The pt then cleared the audible alarm and drew off a quantity of the drug. The hosp staff subsequently found the pump in an alert alarm condition. There was no adverse outcome for the pt.